Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up. It was noted that the right atrial (ra) lead exhibited inconsistent capture and sensing, and elevated impedance. X-ray testing confirmed ra lead had dislodged resulting in loss of atrial capture. The lead was explanted and replaced. There were no consequences and the patient was stable post-procedure.

Manufacturer narrative:
Additional information: h6.